Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-08631. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead was exhibiting noise and had high pacing impedance. The patient was asymptomatic. The patient's implantable cardioverter defibrillator was on advisory, so the physician elected to explanted the ICD and rv lead in the same procedure. The patient was stable throughout.